Manufacturer narrative:
B3, d6: estimated dates. D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were was not provided. The reported patient effects of thrombosis and myocardial infarction are listed in the rx & otw multi-link vision coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported thrombosis and myocardial infarction, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates of event and implant: estimated dates. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional adverse patient effect of death referenced is being filed under a separate medwatch report #.

Event description:
It was reported through a research article identifying abbott vision bare metal stents that may be related to the following: stent thrombosis, target vessel revascularization, death, and myocardial infarction. Specific patient information is documented as unknown. Details are listed in the attached article, titled "do ultrathin strut bare-metal stents with passive coating improve efficacy in large coronary arteries? Insights from the randomized, multicenter basket-prove trials".